Event description:
Sorin group (B)(4) received a report that the touch screen of the centrifugal pump was unresponsive during set up. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the centrifugal pump was unresponsive during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.